Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the bolus was delivered automatically, without being asked for. While connected to a patient, the pump delivered 171 bolus, even though only 3 were asked. The bolus requests appeared both when the bolus cord is connected to the pump and when the bolus cord is not connected to the pump. No bolus was administered during the refractory period. No observed clinical consequences for the patient. The pump was working properly before the incident. The incident repeated at the biomedical department. Pump treatment information: pca mode; continuous flow: 0.8 mg / h; bolus rate: 4mg; concentration: 0.4 mg / ml. One bolus every 4 hours; type of drug: morphine;. Delay in therapy: no need for medical intervention: no. Patient involvement: yes. Human harm: no". Additional information was received on may 12, 2016: " was the bolus handle connected directly to the pump or to a splitter?"; the bolus was connected directly to the pump. Please provide pump settings : bolus lockout time"; unk is there any physical damage to the bolus handle? If so, please provide a photo demonstrating it. No visible damage to the bolus handle did the bolus handle button not function sporadically or constantly? &#61672; the bolus handle button worked normally".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the bolus was delivered automatically, without being asked for. While connected to a patient, the pump delivered 171 bolus, even though only 3 were asked. The bolus requests appeared both when the bolus cord is connected to the pump and when the bolus cord is not connected to the pump. No bolus was administered during the refractory period. No observed clinical consequences for the patient. The pump was working properly before the incident. The incident repeated at the biomedical department. Pump treatment information:pca mode. Continuous flow: 0.8 mg / h. Bolus rate: 4mg. Concentration: 0.4 mg / ml. One bolus every 4 hours. Type of drug: morphine. Delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Human harm: no". Additional information was received on may 12, 2016: "was the bolus handle connected directly to the pump or to a splitter? The bolus was connected directly to the pump. Please provide pump settings: a) bolus lockout time unk. Is there any physical damage to the bolus handle? If so, please provide a photo demonstrating it. No visible damage to the bolus handle. Did the bolus handle button not function sporadically or constantly? The bolus handle button worked normally".